Event description:
Drug/diluent: 0.2% ropivacaine. Fill volume: 550 ml. Flow rate: 8 ml/hr (initially) then to 10 ml/hr. Procedure: right foot surgery. Cathplace: right thigh. Date of surgery: (B)(6) 2014. Patient had a right foot surgery on (B)(6) 2014. She was not sure if she received a single shot nerve block as well as unsure of when the pump was connected. A couple hours later after she got home, she felt her tongue numb. The patient had adjusted the flow rate of the pump to 10 ml/hr the first night as she was in too much pain. The patient also used additional pain medication. Patient reported she had a metallic taste in her mouth and ringing in her ears. The patient disconnected the pump herself in (B)(6) 2014. No medical intervention reported. Pump was reported time empty at the time of disconnect. Symptoms occurred approximately 48 hours after. Pump was disconnected at approximately 1 pm.

Manufacturer narrative:
Method: the sample device was reported to be returning to the MFR for an investigation and evaluation, at this time we are pending receipt. Results: the evaluation is still in progress. Results will be provided once completed. Conclusions: at this time I-flow is pending the return of the device for an evaluation to determine any cause. The investigation in ongoing, once completed a follow up report will be submitted. Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may rise from ongoing analysis, trend information, or other analysis as appropriate.